Event description:
It was reported that atrial oversensing was observed. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.